Event description:
During a navigation procedure the trigger fell off the device. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.

Event description:
During a navigation procedure the trigger fell off the device. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.